Manufacturer narrative:
It was reported that on (B)(6) 2023 a "detached temp probe" occurred on a foley catheter. Due to this, the catheter was replaced. It was reported that no harm was caused to the patient due to the reported incident. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Detached temperature probe.